Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was requesting a meeting with a rep for programming and said they were recently in the hospital due to a fall. When trying to clarify the event date the patient stated they had multiple falls. Additional information was received stating that the rep spoke with the patient over the phone and had the patient turn their device off to see if it helped their balance problem. The patient stated that their balance was much better with the device off, but their head tremors would be too bothersome to leave it off all the time. So the patient turned their device back on and used their programmer to lower the right vim (currently 1.6v) to the lowest setting that was programmed by their managing physician which was 1.2v. Dropping the voltage to 1.2 seemed to have helped their balance problems with only a slight return of head tremor which was more manageable for the patient. The rep would try to see if the patient could meet with a physician and try more programming. The patient would be meeting with a doctor on (B)(6) 2019 for more programming.